Event description:
It was reported that the patient presented for an implant procedure. During the procedure, noise was detected on the left ventricular lead. The lead was not implanted. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that the lead was replaced during the procedure to resolve the issue.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing, visual and x-ray examination were normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.